Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
The physician reported an increased evidence of vessel dissection through the use of our 5f tempo catheter in the vertebral and carotid arteries. There were no reported patient complications. Please note that as per the qualrap, no additional information is available at this time.